Manufacturer narrative:
Correction - the catalog number in suspect device was changed to unknown. The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Based on the description of the event, the complainant did not allege any product malfunction. As stated in the instructions for use (IFU), "potential complications associated with the use of fios first entry are the same as those associated with the use of surgical trocars, insufflation needles, and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, peritonitis, and pre-peritoneal insufflation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
"Additional information received via email from the territory manager on july 5, 2017 - "the patient did not sustain and severe injury about form needing a laparotomy to explore the extent of damage. In the end she needed only a couple of haemostatic sutures but the tip of the trocar came close to retroperitoneal blood vessels. Unfortunately, I cannot recall the flow settings."

Manufacturer narrative:
No product is being returned and no lot number has been provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description - "a 5 mm port was used with a 5 mm laparoscope and the surgeon went in with this at palmers point visually and he hit a major artery! We had to do a laparotomy pretty quickly after that". Additional information received via email from territory manager on june 28, 2017: this was the first trocar being inserted in this procedure the surgeon is not new to use applied medical trocars. He has always used them at (B)(6) hospital. The trocar insertion was performed in accordance with the instructions for use: under direct vision, advance the system through the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity. Insertion force was not unusually high. The patient had previous colorectal surgery and that was the reason the abdomen was entered via palmers point. According to the theatre staff, there was not any defect apparent with the incident unit but trocar was not retained and disposed of. Type of intervention - unknown. Patient status - did a patient injury or illness occur associated with the complaint event? Yes.